Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving an error 4 issue. This complaint is classified according to the documentation of the customer care advocate. The error 4 issue began on the morning of the call to lfs. The patient did not alter his diabetes management based on the reported issue. She claimed she had symptoms described as ¿felt empty inside and dizzy¿ two hours after the onset of the reported issue. There was no report of any required hcp treatment to suggest a serious injury at the time of concern. The error 4 was not resolved with training. The patient used the correct testing process. The sample was drawn into the subject test strip. This complaint is being reported due to the unresolved error 4 issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.